Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of the nc emerge balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube. Microscopic examination of the shaft revealed a hole 1mm and buckling 3mm distal of the proximal marker band. The balloon revealed a 4 mm longitudinal tear in the distal end of the balloon. The tip of the device was damaged. There were no irregularities in the balloon or marker band material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14mar2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft perforation and longitudinal balloon tear.